Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (0-25%). A microscopic analysis was performed which identified: two striated openings on posterior and sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - two striated openings on posterior assessed as surgical damage. - sharp broken on anterior assessed as unidentified (tear) opening. - missing shell assessed as inconclusive. Additional, changed, and/or corrected data: b5, b6, d6b, d9, g1, h3, h6.